Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was fully deployed, as the control wire was separated per design, and was not returned with the device. It was also noticed that the over sheath was missing. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for lot #10092411c2. A labeling review was performed and the information reasonably suggests that the clinical event is anticipated in nature and severity and the device was used in accordance with the device labeling. The device was returned with the over sheath missing and although it cannot be confirmed when the over sheath was removed; this would not have caused or contributed to this event. The reported device failure is likely to be a result of an anatomical or procedural factor encountered during the procedure; therefore, the most probable root cause for this complaint is operational context.

Event description:
Note: this report pertains to the first of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-05348 for the associated device report. It was reported to boston scientific corporation on december 6, 2010 that two resolution clip devices were used during an esophagogastroduodenoscopy (egd) procedure to close a fistula in the stomach on (B)(6) 2010. According to the complainant, the patient was being treated for a fistula within the stomach. The scope was in a retroflex position within the patient during treatment. When the first resolution clip (the subject of this report) was deployed, the proximal end of the clip "sprung" toward the mucosa and became trapped within the mucosa. Using biopsy forceps, the physician was able to "dig out" the proximal end of the clip from the mucosa, leaving the jaws of the clip in the desired position. This manipulation caused the site to bleed. The physician used a second resolution clip to successfully close the bleeding site. A third resolution clip was deployed to complete closing the fistula; however, upon deployment, one arm of the jaw was bent. The clip was left in place and the procedure was completed with this device. The patient was reported to be "fine" post procedure.

Event description:
Note: this report pertains to the first of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-05348 for the associated device report. It was reported to boston scientific corporation on (B)(6), 2010 that two resolution clip devices were used during an esophagogastroduodenoscopy (egd) procedure to close a fistula in the stomach on (B)(6), 2010. According to the complainant, the patient was being treated for a fistula within the stomach. The scope was in a retroflex position within the patient during treatment. When the first resolution clip (the subject of this report) was deployed, the proximal end of the clip "sprung" toward the mucosa and became trapped within the mucosa. Using biopsy forceps, the physician was able to "dig out" the proximal end of the clip from the mucosa, leaving the jaws of the clip in the desired position. This manipulation caused the site to bleed. The physician used a second resolution clip to successfully close the bleeding site. A third resolution clip was deployed to complete closing the fistula; however, upon deployment, one arm of the jaw was bent. The clip was left in place and the procedure was completed with this device. The patient was reported to be "fine" post procedure.

Manufacturer narrative:
(B)(4) the reported event of "clip sprung toward the mucosa and became trapped within the mucosa." Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.